Event description:
The customer reported that, ¿during the transurethral resection of the prostate procedure, the tip of the loop electrode broke and fell out into the body.¿ the tip that fell off has already been recovered from the patient, and another electrode was used to complete the intended procedure, with no impact on the patient or health hazard. It was reported the surgeon may have used the electrode while twisting it slightly.

Manufacturer narrative:
Photos of the device were provided of the referenced device and the customer¿s reported problem was confirmed. The entire loop wire at the distal tip of the device was confirmed to be broken off. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; therefore, the cause of the broken loop wire cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Upon inspection of the device, it was noted that the wire fragment ends were warped, which suggests an external force was applied. Furthermore, the contour of the loop was no longer in place and there were blank spots at the wire ends. The yellow insulating tube had also been mechanically damaged. This damage indicates mechanical contact with another surgical instrument or similar. There was no evidence of thermal damage. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.